Event description:
Boston scientific crm received information that the patient implanted with this defibrillation lead received inappropriate anti-tachycardia pacing (atp) and shocks due to oversensing. High pacing thresholds and loss of capture were also reported. The device was programmed off and the patient was hospitalized. An x-ray was performed and confirmed that the defibrillation lead and the patient's atrial pacing lead were dislodged.

Manufacturer narrative:
The field representative reported that during the revision procedure, the suture sleeves on the defibrillation lead were observed to be loose. The lead was successfully repositioned. Both leads and the device remain in service. No additional adverse patient effects were reported.